Event description:
Allegedly the patient felt a pain and doubted the loosening of cup and armd issue. Revision surgery was performed. The surgeon advised a change to black on taper of the neck.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01030, 01032. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for item/lot. The product was dimensionally inspected and photographic images were made.(B)(4).